Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported there was sudden, sporadic tingling in the left chest by the heart. The rep reported impedances were taken and were okay. The rep reported the tingling/buzzing happened about every 5 minutes. No falls or program changes were noted. The patient moved to hd programming 6 months ago and it was successful. An EKG was done and it was unknown if the stimulation was on or off, but the cardiologist stated the patient¿s heart looked fine. The tingling is intermittent and started on (B)(6) 2017 and happened every 5 minutes. The patient was told to turn the stimulation off by the clinic a couple hours before the rep saw the patient and the buzzing stopped. The rep was with the patient for about one hour on (B)(6) 2017 with stimulation on and no buzzing was reported. No buzzing was reported to the rep the evening of (B)(6) 2017 either. It was reviewed if the problem continued, they could try different elect rodes. The patient was currently programmed at 1000 hz, 90 pw and 4+5-. No further complications were reported.